Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the type 3 endoleak of indeterminate origin and aneurysm enlargement. This is not consistent with the reported adverse event/incident. Procedure related harms, device, user, procedure or anatomy relatedness of this complaint could not be determined with the lack of medical records and/or imaging available for review. Additionally, the clinical evaluation also shows that a re-intervention was completed. The patient was implanted with non-endolgoix stents. The final patient status was reported as being stable post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata corrections: b2: outcomes attributed to adverse events has been updated g4: date received by manufacturer -updated h6: result code: remove code 3233 h6: conclusion code: remove code 11

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, the patient presented with a type iii (a or b) endoleak and aneurysm enlargement (unknown diameter). The patient's current condition is unknown, and the physician plans to re-intervene. Additional information: clinical evaluation shows that a re-intervention was completed. The patient was implanted with non-endolgoix stents. The final patient status was reported being stable post the re-intervention.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with an afx bifurcated stent graft and afx suprarenal aortic extension. Approximately eight (8) years post initial procedure, the patient presented with a type iii (a or b) endoleak and aneurysm enlargement (unknown diameter). The patient's current condition is unknown, and the physician plans to re-intervene.